Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead was capped and replaced during a normal device change out due to oversensing with pacing inhibition. In (B)(6) 2017 a long atr episode with sustained lead noise was recorded on the atrial lead.